Event description:
The customer reported to baxter (B)(4) that when a nurse was putting lipids up for a patient, the medication started to pour out of the side of the tubing at the point where it goes into the line. The plastic had split. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer provided a picture of the defect and a visual inspection of the picture was completed. The reported condition was confirmed. However, an assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The sample was discarded, however, the customer will provide pictures of the defect. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.